Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection with sepsis. Reportedly, the patient's foot wound was suspected as the root cause. The transesophageal echocardiogram (tee) procedure revealed the vegetation. There were no additional adverse patient effects reported. The ICD was explanted.